Manufacturer narrative:
The insulin pump was received with cracked and broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir would not lock in place. The customer also reported that they had high blood glucose was 504 mg/dl. The insulin pump was returned for analysis.